Event description:
It was reported that the deep brain stimulation (dbs) system was explanted due to ineffective therapy. The patient is doing well post operatively and the device will not be returned due to hospital policy.